Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 1025 mg/dl. Customer was treated with intravenous fluids, and was discharged on (B)(6) 2020 with no permanent damage. Reportedly, a wake button alarm had occurred. The customer was unable to determine if an object was pressing on the pump wake button to cause the alarm. The customer reverted to manual injections for insulin therapy.